Event description:
A malfunction was reported on the pump, and there was no adverse impact to the customer's blood glucose level. The customer had not experienced any notable events prior to the malfunction. Technical support provided instructions to reset the pump, and the customer successfully completed the reset. The malfunction code did not recur, and the customer was advised to continue using the pump while also being instructed to call back if any issues arise again.